Event description:
It was reported that a cuff miss occurred during suture placement with a proglide device in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and mild calcification was visible at the access site. An second proglide device was used for successful suture placement. The sheath was upsized to an 8f, 14f and 22f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - the sheath was upsized from a 6f to an 8f, 14f then a 22f during the aaa procedure. Per the instructions for use (IFU) the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.